Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The vial was opened and the lens was poured into the tray to prepare for loading. It was noted that one haptic was bent. There was no attempt to load the lens. The reporter stated the haptic was defective. There was no pt contact.

Manufacturer narrative:
(B)(4): evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).